Event description:
I received a tubal ligation (tubal removal as suggested by the surgeon) during my version on (B)(6) 2018. Within one year I started having very heavy periods in which I had to change pads every two hours because they were soaked with blood. I became weak, lethargic, moody, depressed, had severe cramps and leg pain, and had constant headaches. After a few days, I would then have spotting for a prolonged period of time, as well as bleeding after intercourse and I experienced a low libido. These periods lasted 13-14 days. I went to a dr who ran some blood tests and ordered an ultrasound. The ultrasound revealed fibroids which are caused by a hormonal imbalance. So now my treatment plan includes taking birth control pills on a daily basis to give my body the hormones I need to function properly. FDA safety report ID# (B)(4).